Event description:
It was reported that a hospital-owned pcu and a rental large volume pump module were involved in a heparin over infusion event. There was patient involvement but no harm. The customer provided the following additional information on 18 february 2026. The event occurred on 29 january 2026 at 0745. The manually programmed routine heparin infusion was ordered for a rate of 15.5ml/hr, with a volume to be infused (vtbi) of 200ml, and a concentration of 25000units/250ml. The rn programmed the pump to infuse at 15.5ml/hr at 0718 and around 0745, the bag was found empty. The rn stated that they programmed for a vtbi of 200ml.

Manufacturer narrative:
Omit: other occupation, report source other, c20 - no findings available, d15 - cause not established. Correction: initial reporter occupation, report source. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion event could not be confirmed through log review nor replicated during laboratory testing. During inspection of the returned devices, there were no obvious issues found that would contribute to the reported complaint. All inspected parts were manufactured by bd. The suspect pump module was not returned for investigation. Therefore, the timed rate accuracy product analysis procedure was conducted using a well-known laboratory pump module and the returned administration set. Results indicate that the system was operating within specification. The received pcu was tested using the alaris system maintenance (asm) version 12.5 preventive maintenance protocol to ensure the device was working within specification. The device passed all preventive maintenance testing successfully. The IV set flush test and leak test procedure were performed using the returned administration set. The safety clamp and roller clamps were opened; the fluid was allowed to free flow. No holes, leaks, tears, or obstructions were observed. The administration set was also attached to a lab air pressure regulator and then immersed in water to test for possible leaks. Functional testing of the returned administration set showed no anomalies. The event date was reported as 29 january 2026 at 7:45 am. Review of the pcu error log showed no relevant errors were recorded. The event log showed that on 25 january 2026 at 5:10 am a guardrails infusion for the drug ¿heparin¿ (drug ID = 201) was programmed with a rate of 13 ml/h, volume to be infused (vtbi) of 50 ml, drug amount of 25000 unit and diluent volume of 250 ml, the same drug was programmed with parameter changes, such as vtbi and rate, from 25 january 2026 until 28 january 2026 when the reported infusion was programmed. On 28 january 2026, at 10:20 pm, the user set the rate from the preprogrammed infusion to 15.5 ml/h with vtbi of 294.041 ml, the infusion started and ran as expected until 29 january 2026, at 6:58 am, when the suspect pump module alarmed for air in line. On 29 january 2026, between 12:00 am to 7:18 am, the suspect pump module alarmed four (4) times for air in line and the infusion was restarted, the user opened and closed the door, right after the vtbi was changed to 200 ml and the infusion was started. Between 7:19 am and 7:50 am, the user paused the infusion, opened and closed the door, the pump module alarmed for air in line and was restarted twice, however the infusion was paused and the unit was turned off. There is no record of further infusions during the reported event day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion event could not be determined and the issue could not be replicated during laboratory testing as the suspect pump module was not returned for investigation. Log review identified the suspect pump module alarmed twice between 7:19 am to 7:50 am for air in line, however, the event log review did not reveal any anomalies in the programmed infusion or the primary volume infused. It is important to note that it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a hospital-owned pcu and a rental large volume pump module were involved in a heparin over infusion event. There was patient involvement but no harm. The customer provided the following additional information on 18 february 2026. The event occurred on 29 january 2026 at 0745. The manually programmed routine heparin infusion was ordered for a rate of 15.5ml/hr, with a volume to be infused (vtbi) of 200ml, and a concentration of 25000units/250ml. The rn programmed the pump to infuse at 15.5ml/hr at 0718 and around 0745, the bag was found empty. The rn stated that they programmed for a vtbi of 200ml.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.